Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). In response to clarification about whether ins shifting was confirmed, it was reported that the patient was checked by the md and it had not shifted. The cause of the difficulty maintaining connection to recharge was unknown. The likely cause was user error. Steps taken to resolve the issue were additional education. The patient was able to successfully recharge their implant.

Manufacturer narrative:
Note that h.6 codes have been updated to reflect the new information (a0104 has been removed). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to report problems recharging the implant. The patient said it would connect, would say excellent connection, and then would lose connection. This had been happening the last three times they had recharged the implant, starting on june 11th. Last week it took 1.5 hours to increase 20% and the day of the report it took about 40 minutes to increase 20% and now it was 100% charged. It would lose connection if they breathed too deep and they were holding the recharger in place and pressing it against the implant. The circumstances that led to the reported issue were unknown. When asked, no changes to the implant site were noted. The patient said they were very thin and could readily feel the outline of the implant and reported no weight gain nor loss. When asked, they said no other electronic devices were in the area; they were outside that day. Troubleshooting was unable to be performed as the patient had charged the implant to 100% prior to calling. Suggested steps of plugging in the dock and placing the recharger in the dock the night before recharging were reviewed, as the patient said they did not leave the dock plugged in. Additional steps were suggested that the patient first palpate the area with their hand, position the recharger over the implant first, then turn the recharger on, and then turn on the recharger application. They planned to recharge next week during daytime hours so that if troubleshooting was needed, they would call for assistance. They requested a smaller belt. A replacement form was sent. There were no patient symptoms or further complications reported at this time. Additional information was received from the patient (pt). They reported that they were having the same issue, difficulty charging their ins. The pt said today when they tried they put on the belt, turned it on the phone started right up but it took 25 minutes to go 10 percent, from 40 to 50 percent. The pt said then it disconnected said searching then got connected again. The pt was successful to increase to 70 percent but disconnected again. The pt said the charger started beeping and the red light was flashing even though the (B)(6) said: excellent connection, all this took 45 minutes. The pt said when they first got their stimulator it took 15-20 minutes to charge and the last time they recharged, it took an hour and a half. Pt said they can feel all of the sides of the implant. Patient services worked with pt to close all open apps and ensure the communicator was powered down. The pt tried to connect, but it was not successful and pt tapped to retry, this was also not successful. Patient services worked with pt to power down and back up the handset and hold the power button down on the recharger for 45 seconds. When pt tried again they saw code 3167, dismissed the code and was successful to start charging the handset showed: "charging, their ins battery is dead, maintain recharger position over the implanted device for 30 minutes". Pt said the recharger is not beeping, then showed recharging, excellent, it was at 70 percent. Patient services confirmed that the pt was successful to maintain their excellent connection and the ins battery progressed to 80 percent. The pt complained that had taken 20 minutes. The pt continued to recharge and was able to increase to 90 percent. The pt also reported the clicking noise for the charger used to be faster and constant, now it is slower and goes along with their recharging difficulties. Patient services recommended that the pt report their recharging difficulties to their doctor/rep to be checked in person. The patient then mentioned that since implant their ins site has been sore and hurts when they get into the car, or lean back, it has always been sensitive but now they think it has shifted, it has been more sensitive. Pt said they are a thin person, and are very sensitive to clothing rubbing on it. 2 call recordings call disconnected and called pt back. Note pt also provided feedback about recharging: pt said: medtronic shows videos of patients sweeping while recharging and that is a misrepresentation.